Manufacturer narrative:
The product is not approved in the us. Therefore, under the regulations set forth under 21 cfr 803, it is concluded that this is not a reportable event.

Event description:
It was reported that a revision surgery was performed due unspecified reasons. Ep-fit cup 56 mm, pe-insert and a ceramic ball head 32 mm were exchanged.